Event description:
Patient presented for a popliteal aneurysm. Reportedly, the patient had a very tortuous anatomy. From the contralateral side, an 11fr short sheath was used to advance the gore viabahn endoprosthesis over an amplatz guidewire. The gore viabahn endoprosthesis crossed the bifurcation and advanced close to the target site. However, the introducer sheath was found to be too short. In order to withdraw the device, the physician attempted to pull the gore viabahn endoprosthesis back into the introducer sheath. The gore viabahn endoprosthesis became stuck on the introducer sheath. A cut down was performed at the right groin area to remove the constrained device and catheter.

Manufacturer narrative:
: Review of device manufacturing record history confirmed device met pre-release specifications. : engineering evaluation is still in progress.

Manufacturer narrative:
The engineering evaluation state that based on the examination performed, no anomalies were found that could be attributed to the manufacture of the device. Gore viabahn endoprosthesis IFU warnings state: special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated. Do not withdraw the gore viabahn endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore viabahn endoprosthesis to a position close to but not into the introducer sheath. Both the gore viabahn endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore viabahn endoprosthesis or introducer sheath.